Event description:
During a device upgrade procedure, electrocautery was used to open the device pocket. The device was explanted and was found in back-up mode. The patient was pacemaker dependent and experienced asystole. The patient was paced through the right ventricular lead via the pacing system analyzer (psa) to resolve the asystole. A new device was successfully implanted. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of back-up vvi (bvvi) mode was confirmed. Visual examination noted burn marks on device from exposure to electrosurgical cautery. User's manual indicated that electrosurgical cautery could inhibit the pulse generator operation. The device was received in bvvi mode. In addition, the device image showed that the device was in backup mode. The product code was reloaded and the device was programmed to nominal settings. The analysis indicated the device exhibited normal device characteristics with no anomalies. Telemetry and output test showed no anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.